Event description:
Distal portion of glidewire broke off inside patient's artery in the lower right leg. Risk closure comments: retrieved glidewire from cath. Lab manager. Physician notes he attempted to retrieve glidewire, and this proved impossible. He doesn't think it would be beneficial to attempt surgical retrieval of the foreign body, as it would require moderately extensive surgery with no significant change for the latter in the patient's condition.